Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. The device was evaluated in clinic by the physician, during which it was activated and deactivated several times. It was noted that something in the device unstuck, after that the device continued to function properly. The device remains implanted, and a revision surgery has not been scheduled. No additional patient complications were reported.